Event description:
It was reported that when the device was used during a low anterior resection procedure, on the second firing, staples fired but were unformed. A new device was used and the staple line was oversewn. There was no reported pt consequence.